Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+2.5/091 (sphere/cylinder/axis) within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The patient is happy. The cause of the event was unknown.

Manufacturer narrative:
D4: expiration date (B)(6) 2025 should be added to the initial MDR. D4: unique identifier (UDI)# - (B)(4) should be added to the initial MDR. Claim # (B)(4).